Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "sealant did not deploy after the physician shuttled down". The balloon was deflated and the device was removed. Manual compression was applied at the access site for 5 minutes in the procedure room in conjunction with a d stat patch. A clamp was placed on the access site in the recovery room for 90 minutes. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant was flush with the distal end of the shuttle cartridge. The sealant grip tip was stuck to the catheter shaft and the shuttle cartridge. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1234101) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The investigation information is being corrected. Visual inspection of the returned device showed that the shuttle was disengaged from the handle. The sealant was flush with the distal end of the shuttle cartridge. The sealant grip tip was stuck to the catheter shaft and the shuttle cartridge. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the distal tip of the introducer sheath . Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1234101) indicated that the device lot met all established performance criteria prior to shipment.